Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device as per the investigation procedure deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Photos of the device have been received; evaluation yet to begin.

Event description:
Patient reported right side capsular contracture, baker grade unknown. The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular contracture, baker grade unknown. The device has been explanted and replaced.